Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02001. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, diffused target lesion was located in the severely tortuous, mildly calcified, 3.8mm in proximal diameter and 2.9mm in distal diameter right coronary artery (rca). The patient had an abnormal aortic root which made it difficult to engage the guide catheter to the rca. Finally, a jr4 6f guide catheter was used to engage in the target lesion and intravenous ultrasound (ivus) was performed. Following pre-dilation with a 2x12mm emerge balloon catheter, a 2.25mmx38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the guiding catheter detached within the vessel due to poor support. The physician withdrew the stent and found it was not in good condition. A shorter 2.25mmx28mm synergy¿ drug-eluting stent was advanced, however, the guiding catheter detached again and the stent was deformed. The physician used a different strategy and advanced a non-bsc guidewire to gain support for the whole system. The procedure was completed using a 2.25mmx24mm, a 2.4mmx24mm, and a 3mmx28mm synergy¿ drug-eluting stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts near the middle of the stent that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02001. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, diffused target lesion was located in the severely tortuous, mildly calcified, 3.8mm in proximal diameter and 2.9mm in distal diameter right coronary artery (rca). The patient had an abnormal aortic root which made it difficult to engage the guide catheter to the rca. Finally, a jr4 6f guide catheter was used to engage in the target lesion and intravenous ultrasound (ivus) was performed. Following pre-dilation with a 2x12mm emerge balloon catheter, a 2.25mmx38mm synergy drug-eluting stent was advanced to treat the lesion. However, the guiding catheter detached within the vessel due to poor support. The physician withdrew the stent and found it was not in good condition. A shorter 2.25mmx28mm synergy drug-eluting stent was advanced, however, the guiding catheter detached again and the stent was deformed. The physician used a different strategy and advanced a non-bsc guidewire to gain support for the whole system. The procedure was completed using a 2.25mmx24mm, a 2.4mmx24mm, and a 3mmx28mm synergy drug-eluting stents. No patient complications were reported and the patient's status was stable.